Event description:
It was reported that an ilet bionic pancreas sustained a cracked touchscreen while the user was changing clothes and the device could have struck an object, resulting in an inability to unlock the device; the issue involved a fracture affecting the touchscreen component, and the device was replaced. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed a stress-related problem consistent with a fracture of the touchscreen. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.